Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-oct-2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the angulation was limited to one side (direction) and the lightguide lens was broken off¿ were confirmed. The device evaluation found the bending angle in up direction was out of standard, the plastic distal end cover was cracked. The bending section cover adhesive was cracked; the connecting tube was wrinkled. Additionally, technical evaluation was performed, and a dry whitish foreign material was found inside the air/water cylinder, air/water tube, and jet tube likely due to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the angulation was limited to one side (direction) and the lightguide lens was broken off on the evis exera iii gastrointestinal videoscope. The issue was found during maintenance. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: scope had foreign materials in the following sections: air/water cylinder, air/water tube, and jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.